Event description:
The implantable neurostimulator was replaced due to battery end of life. The pt had good stimulation coverage prior to battery depletion. After replacement, the pt felt no stimulation sensation and never had therapeutic effect. Device interrogation revealed bipolar electrode impedances greater than 4000 ohms and currents less than 15 microamperes. The hcp determined there was a fracture of the lead and or the extension. The pt has been referred for revision.

Manufacturer narrative:
(B) (4).